Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not known and no further actions/interventions would be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - cervical radiculopathy/ cervical/neck. It was reported that the patient did not feel any stimulation down her right arm and would like to meet with a manufacturer's representative for programming. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from the rep. It was reported that they met with the patient on (B)(6) to reprogram for better coverage of bilateral upper extremity pain and neck pain. Rep ran an impedance test, which resulted in electrodes 1 and 3 being greater than 10000. All other values within normal limits. Rep was able to program for great coverage of all painful areas. Patient has a new group b, programmed as follows, with program 1 being for left arm and left side of neck, and program 2 for right arm and right side of neck. Group b: program 1: 0,4//pw 450. R 85. Program 2: 4,5,6,7//-,-,-,+. Pw 450, r 85. Patient was very happy with this meeting and states that she is already experiencing pain relief with this new programming. Patient will reach out with any future questions or needs. No further complications were reported/anticipated.